Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was to be used during a variceal band ligation procedure performed on (B)(6) 2013. According to the complainant, after advancing the speedband device to the target tissue, the physician attempted deployment; however, no bands were able to be released from the ligator head. The scope was withdrawn from the patient, the device was exchanged, and then the procedure was completed using another manufacturer's device. Prior to use, no damage was visible to the device or its packaging. Additionally, the scope was not in a retroflex position and a procedural delay of approximately 6 to 15 minutes occurred. No patient complications were reported as a result of this event. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was to be used during a variceal band ligation procedure performed on (B)(6) 2013. According to the complainant, after advancing the speedband device to the target tissue, the physician attempted deployment; however, no bands were able to be released from the ligator head. The scope was withdrawn from the patient, the device was exchanged, and then the procedure was completed using another manufacturer's device. Prior to use, no damage was visible to the device or its packaging. Additionally, the scope was not in a retroflex position and a procedural delay of approximately 6 to 15 minutes occurred. No patient complications were reported as a result of this event. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use. Examination of the handle assembly found the trip wire was not secured in the handle assembly slot. The handle assembly slot and trip wire did not present evidence that the trip wire had been secured during use. The suture was broken with the distal section remaining on the ligator head and the proximal portion attached to the trip wire. A visual examination of the ligator head found that 6 bands were present with 4 of the bands rolled out of position. One blue band was deployed and not returned, and the ligator head teeth were damaged. The condition of the returned incident device was consistent with the reported event that the bands failed to deploy. The investigation concluded that this complaint is associated with an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The most probable root cause classification is user/use error.